Manufacturer narrative:
The device was not returned for evaluation. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Information from the field stated the device was advanced against resistance during device insertion/navigation, and excess force was applied to remove the catheter. The opstar instruction for use (IFU) warns the user that the ¿when advancing or retracting a dragonfly opstar imaging catheter with a monorail tip through a stented vessel, the dragonfly opstar imaging catheter may engage the stent between the junction of the dragonfly opstar imaging catheter and the guide wire, resulting in entrapment of the catheter / guide wire, catheter tip separation, stent dislocation, and / or vascular injury¿. In this case, it was determined that the retracting of the catheter through the stent was the cause of the reported difficulty to remove and material separation. Based on the reported information and results of the complaint investigation there is no indication the reported difficulty to remove, difficulty to advance, and material separation are related to a potential product quality issue. In this case, it is likely that the user attempting to withdrawal the catheter through a stented vessel, after it reportedly got caught on the stent struts, which caused the reported material separation. It is also likely that either the use techniques or the patient anatomical conditions caused the reported difficulty to advance the catheter; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
D4 - a partial UDI was provided as the lot number is not known. H6 - medical device problem code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly opstar imaging catheter was used in the left anterior descending (lad) artery during post-percutaneous coronary intervention (pci). However, while advancing the catheter through the implanted stent, the catheter became stuck on the stent struts. While attempting to pull the catheter out, force was applied, and the distal tip of the catheter broke off inside the patients anatomy. There was an attempt to retrieve the broken tip from the patients anatomy, but it was unsuccessful. Therefore, another drug eluting stent was used to jail the broken part of the catheter within the patient's lad artery. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.